Event description:
In 2010 after having my third child I wanted birth control. My doctor suggested essure. I was told it wasn't painful, just two copper clamps to block eggs from dropping. The procedure didn't go well at all I had less pain having my c-section, my insides were twitching, bleeding all over the table and floor. At one point I was shaking and sweating uncontrollably. Dr (B)(6) stated that the clamp popped off my right tube. He had to retrieve it. I am in a bunch of pain, they had a camera up my vagina, repeatedly poking me inside to numb it so I wouldn't be in pain but was causing more pain instead. The nurse is telling me everything will be fine. While my vagina is being held open by a metal contraption so they can have a bunch of other devices in my vagina. After awhile I was sent home to rest and told to reschedule to finish the procedure. I did rescheduled. I didn't want anything else going wrong and dr (B)(6) and his twin brother, also a doctor, assured me that to finish it would be at the hospital instead and put to sleep for the whole procedure to finish the essure birth control. I was in so much pain still and still bleeding. I told the nurse to reschedule again. So we did for the hospital in (B)(6). I had my tests done at the hospital, blood, had a talk with anesthesia guy (I probably spelled that wrong) was ready to get it over since the doctor stated only having one side with the essure was unsafe. But no the doctor's office called to tell me that there was an emergency that they had to leave due to a death in the family. I tried multiple times to be seen and couldn't get an appointment. I just want this thing out. It causes tremendous amounts of pain on a daily basis. My menstrual periods something last a month and a half it's crazy. I can't sleep on my belly, going to the bathroom is painful. I was never told in all details what I was what I was getting myself into back then and I'm pretty sure now that doctor (B)(6) and his brother had no idea what they were doing. I was dumb and misinformed. The doctors in my area don't deal with essure birth control according to my doctor at the citrus county health department in florida. In need of help or somewhere to go to get help.